Event description:
Pt developed respiratory distress requiring intubation 24 hours following injection of prolaryn gel injection to the interarytenoid space. Pt was intubated for 4 days and eventually extubated without complication today. Dose or amount: 0.3 ml; frequency: once; route: submucous; dates of use: (B)(6) 2016; reason for use: pharyngeal dysphagia.